Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 38-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed pain at their access site coinciding with right arm swelling and a lack of sensation in their right arm. It was verified via ultrasound that there was a lack of flow. Furthermore, the patient was being given integrilin for heparin induced thrombocytopenia. The patient began to show signs of recovery the following evening and support with the pump continued. In total the pump supported for 7 days, was weaned, and explanted.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and limb ischemia issue has been completed. The device passed all post-sterile inspection checks. The impella device was discarded by the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.